Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Based on the received information, it seems that the reported lack of benefit is due to a partial migration of the active electrode out of cochlea. A full insertion at the time of implantation was achieved according to implant registration information and was previously confirmed by imaging. But, latest imaging showed only six channels inside cochlea. In addition, high apical electrode channels are found. To determine the exact route cause for the observed hi channels, a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no more hearing sensation. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during explantation are attributable to the explantation surgery. Based on the received information, it seems that the reported lack of benefit is due to a partial migration of the active electrode out of cochlea. A full insertion at the time of implantation was achieved according to implant registration information and was confirmed previously confirmed by imaging. However latest imaging showed only six channels inside cochlea. In addition, high apical electrode channels are found due to undetermined reasons. This is a final report.

Event description:
The user has no more hearing sensation. The user has been explanted on (B)(6) 2019.